Event description:
It was reported that during a pancreatectomy procedure that the device would not staple and would not cut. The surgeon heard a crack in the device and the device did not work. Another like device was used. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.